Manufacturer narrative:
(B)(4). The two screws which attach the base to the mast of the lift were reported as missing. The purpose of the screws is to prevent the mast from detaching and falling.

Event description:
Customer alleged that the mast of the lift collapsed in two pieces when they were lifting a pt. No injury alleged.